Manufacturer narrative:
The device remains implanted and is not available to saluda for analysis. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include: persistent post-surgical pain at hardware implantation sites... The patient may require surgery (including revision, explant, and replacement) as a result of any of the above."

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported implant pain at the closed loop stimulator (cls) implant site. A revision was completed and therapy was restored.